Manufacturer narrative:
Block d10/g4: the angiosculpt scoring element component was returned for evaluation on 11/18/2020. Block h3: visual examination found 2 scoring element struts detached from the inner ring, but remained intact on the opposite end. The rest of the device was not returned, which includes the following components: distal tip, distal bond, balloon, 2 marker bands, intermediate bond, transition tubing, proximal bond, shaft, strain relief, hub/luer.

Event description:
No difficulties with advancement. The balloon was inflated to 10 atm, 3-4 times with no issues. Despite a long deflation time, there was difficulty inserting the balloon into the introducer sheath, imposing a back and forth maneuver with the deflated balloon. After many tries, a decision was made to extract the introducer sheath with the balloon partially inserted. During this time, resistance was noted in the contralateral axe due to the stents likely blocking the scoring element from removal. The introducer sheath and device were extracted as a unit, but one of the scoring element was absent. Under fluoroscopy, visualization of the scoring element was observed in the arterial axe. Immediate surgical intervention was performed to remove the detached scoring element. Patient status today remains unknown.

Manufacturer narrative:
Block b5: included additional information received from the distributor. Block d11: included introducer sheath manufacturer and brand name. Size remains unknown. Block h6: the angiosculpt device was not returned. A subsequent report will be filed if the device is returned or if new information becomes available. Per the IFU, retained device component is listed as a possible adverse effect of the procedure. In addition, based on the complaint details provided, the angiosculpt device got caught on an existing stent. It is possible that this may have caused or contributed to the detachment of the scoring element.

Manufacturer narrative:
The patent's dob or age at time of event, weight, ethnicity, and race are unknown. Attempts to obtain the information has not been successful. During removal, patient injury occurred. Additional intervention was required, resulting in a prolonged procedure. Patient information regarding relevant tests/laboratory data or medical history are unknown. Attempts to obtain the information has not been successful. Foreign- (B)(6). The angiosculpt device is expected to return. Device evaluation will be performed upon arrival and a supplemental MDR to follow.

Event description:
The user experienced difficulties extracting the balloon. During removal, one of the external wires ruptured against the skin and required surgical removal within 24hrs.